Event description:
It was reported the wake button required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.